Event description:
During an embolization procedure the physician had 2 ruby embolization coils that would not detach using the detachment device. He attempted the manual detachment technique and both coils did not release from the delivery wire. The physician retrieved both coils from the patient and no harm came to the patient.